Event description:
The customer returned this shaver handpiece with a request for preventive maintenance. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for service. An evaluation of the device found it has the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. There are no injuries related to this failure mode. Conmed linvatec will continue to monitor this device for failures.